Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/09/2017 with the following findings: a review of the black box data revealed a cs 064 call service alarm occurred with high force (occlusion during prime) following an occlusion alarm. During investigation, the pump rewind, load and prime steps were performed correctly and the pump was exercised for 24 hours with no call service alarms during testing. The pump¿s cover was removed and no intermittent condition was found to the motor circuit. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.